Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was broken. Customer's blood glucose value was unknown. Customer stated that they impossible to be sure if sensor cannula sensor was still under skin. The device will not be returned for analysis.